Manufacturer narrative:
The returned samples of the device are for a different type of nasal dilator that is manufactured by aso and sold to (B)(4).

Event description:
On 06/25/2015, the end user alleged that the device is taking her skin off when removing the product.